Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Patient additionally reported "feeling the edge of the implant," "they feel not as full, "pain every now and then" and "they are leaking." Device remains implanted.